Event description:
It has been reported to philips that the system would not boot up. It was stuck in a loop with a message of ¿initializing connecting to host¿. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with customer remotely and confirmed that the system was not able to boot up. The rse assisted customer to check the cable path and reconnect and rebooted the system, but the issue persisted. The philips field service engineer (fse) visited onsite and upon functional testing found the host pc failed to boot up. The fse checked the led light on the hard drive and back of the pc had no led light and it confirmed that the host pc need replacement. The defective host pc was returned for analysis, and it confirmed that the hdd bay was faulty. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). To resolve the reported issue, the fse replaced the host pc and hard disk, reconfigure the network card and checked all the cable connections. After replacement and necessary configuration, the system was returned to use in good working order.